Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room three months ago due to a low blood glucose level. Customer's blood glucose level was not reported at the time of hospitalization but that morning his blood glucose level was 36 mg/dl. The customer had two juices. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.